Manufacturer narrative:
A comparison of biosynthetic versus synthetic mesh in clean and contaminated ventral hernia repairs. Dr. Kandice keogh, mesh selection in ventral hernia repair, 10.1111/ans.15587 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study assessed the 6-month outcomes of ventral hernia repairs performed with either progrip or a competitor mesh between 2014 and 2018. There were 60 patients in the progrip group and 55 patients in the competitor group. Wound status was classified as either clean (class I and class ii) or contaminated (class iiiac). Postoperative complications in the progrip included: infection, seroma and hernia recurrence. The complications that developed in the contaminated progrip group were surgical site infections and two infected seromas requiring drainage and one wound breakdown that required prolonged vacuum dressing. There was a total of five hernia recurrences in the progrip group. All were class I wounds with two of the recurrences occurred due to central mesh failure and the other three were due to inadequate size of mesh. A comparison of biosynthetic versus synthetic mesh in clean and contaminated ventral hernia repairs. Dr. Kandice keogh, mesh selection in ventral hernia repair, 10.1111/ans.15587.